Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. The tandem user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that the insulin gauge was inaccurate and static. Reportedly, the customer overfilled the cartridge and did not perform the air removal process. Customer¿s blood glucose level was 170 mg/dl. Customer declined further troubleshooting with tandem technical support to resolve the issue.